Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: g2(report source).

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that during maintenance the cs300 intra aortic balloon pump (iabp) had "low vacuum" error when tested with the test catheter and trainer. Patient not involved and no harm reported. A getinge field service engineer (fse) checked the drive manifold seal and connections of the device. The device failure could not be diagnosed due to lack of necessary spare parts. The device was defective and not suitable for clinical use. The drive manifold ((B)(4)) supplied by the customer was mounted on the device. It was observed that the device fault was corrected. The device was tested with the test catheter and trainer. No fault was observed in the device. The device was delivered in working condition and suitable for clinical use.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance, cs300 intra-aortic balloon pump (iabp) displayed low vacuum error when tested with the test catheter and trainer. There was no patient involvement.